Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Loosening of screw/rod connection on s1 left a few days postoperatively. Rod slid off from screw.

Manufacturer narrative:
Device manufacture date, evaluation codes: additional information. Device available for evaluation?, device evaluated by MFR?: corrected data. (B)(4). The single inner set screw (product code: 1797-02-000, lot number: avgd09) and the two 480mm rod (product code: 1797-62-480, lot number: bdjt55h) were not returned to the complaints handling unit (chu). The returned images show that one of the rods had migrated. Both of the rods and the set screw showed signs of use but not immediately observable defects. The rods showed clear signs of markings from their interactions with the rods and tightened set screws. The returned set screw does feature witness marks associated with tightening the set screw into place on top of the rod. While readily visible, the witness marks are uneven. It cannot be immediately determined if the set screw was sufficiently tightened onto the rod for it to remain affixed to the rod. There exists the possibility that it was not tightened into place properly. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the set screw loosening and the rods backing out could not be confirmed by the samples or information. A potential root cause may be the set screw not being fully tightened down onto the rod. Some evidence exists to suggest that the set screw was tightened unevenly onto the rod, potentially allowing the set screw to loosen and the rod to back out as a result. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate..